Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient had an impella cp pump placed to support a patient admitted in with cardiogenic shock/acute myocardial infarction. The pump was placed but the pump came out of position and with the mispositioning, the pump was removed and the patient was medically managed. The patient did expire after 41 hours.